Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During a persistent atrial fibrillation procedure, blood leaked from the hemostasis valve of the sheath. When the sheath was inserted into the heart and attempted to be flushed before inserting the catheter, it was noted that blood leaked from the hemostasis valve. The sheath was replaced with a non-abbott sheath and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No additional venipuncture was performed due to sheath replacement. Air movement into the patient was not identified. The only product inserted directly into the hemostasis valve was the included dilator.